Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. It was reported that faradrive steerable sheath clear was selected for farapulse ablation case . Once transseptal access was obtained, faradrive sheath was used to maintain left atrial (la) access. After la access, extensive efforts were made to obtain a voltage map and coronary sinus catheter positioning. Intracardiac echocardiography (ice) imaging was difficult due to the presence of aberrant anatomy and difficulty identifying adjacent structures and critical anatomic landmarks. While manipulating the ice catheter, the physician visualized a significant pericardial effusion which was a new finding from the baseline small effusion. The ablation procedure was aborted and a pericardiocentesis was performed and a drain was left in place. The patient was subsequently admitted to the intensive care unit for observation. The patient was hemodynamically stable throughout the procedure, reversed without complication from anesthesia. The patient is expected to fully recover. The device is not expected to be returned for analysis (retained).